Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to low readings.

Event description:
It was reported that the customer's blood glucose was 36 mg/dl. She stated she did treat. Customer did not wish to troubleshoot for her low blood glucose or the sensor errors she was receiving. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.